Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap inguinal hernia repair procedure, the seal was broken. The device was used in the patient. There was no patient injury / hazard.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one sm plus btt/oval balloon dissector opened by the account. The obturator, insufflation syringe, and insufflation bulb were received. The seal on the dissector balloon section was observed to be cut. The dissector balloon was unable to be inflated due to the observed cut; however, the hole was then covered and the balloon inflated properly. No additional abnormalities were noted during visual and functional evaluation. Visual and functional testing of the returned product confirmed the product, as received, did not meet specifications. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.